Manufacturer narrative:
Additional, changed, and/or corrected data: photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe since it is not related to the device. ¿ lump/nodule-ndr: unable to observe since it is not related to the device. ¿ granuloma: unable to observe since it is not related to the device. ¿ silicone migration: unable to observe since it is not related to the device. ¿ lymphadenopathy: unable to observe since it is not related to the device. No additional observations were carried out.

Event description:
Patient reported " pain and lumps in the underarm and an ultrasound diagnosed ruptured implants". Later reported "bilateral axillary nodes, some of benign aspect with central fat infiltration and the majority with artifact in snow storm compatible with siliconomas" diagnosed via ultrasound. This relates to left side. The device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.

Event description:
Patient reported " pain and lumps in the underarm and, after an ultrasound, diagnosed with ruptured breast implants". This relates to the left side. Device remains implanted.

Event description:
This relates to an unknown side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient later reported "axillary nodes, some of benign aspect with central fat infiltration and the majority with artifact in snow storm compatible with siliconomas" diagnosed via ultrasound. This relates to left side. Device has been explanted and replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to confirm as it is a medical event not related to the device. Lump/nodule-ndr: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.